Event description:
It was reported that the patient experienced an inadequate stimulation. The implantable pulse generator (ipg) was not holding a charge and patient had difficulty charging it. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.